Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The pediatric case manager reported via phone call that the customer was hospitalized due to diabetic ketoacidosis with an unknown blood glucose level. They reported that the insulin pump was lost. The insulin pump will not be returned for analysis.